Event description:
It was initially reported that high lead impedance was observed during the pt's appt. The pt was programmed to 0.25 ma and was increased to 0.50 ma, but was unable to tolerate due to pain. The pt was referred for x-rays and disabled at that time. Diagnostics were not said to have been performed, but was instead seen as a warning message following interrogation of the device. Review of clinic notes received indicated that the pt was increased to 0.50 ma on (B)(6) 2010 with only reported voice alteration and being uncomfortable. The pt was later decreased back to 0.25 ma due to the adverse issues on (B)(6) 2010. The pt's duty cycle was increased on (B)(6) 2010 with no high impedance message mentioned at this time. Clinic notes dated (B)(6) 2010 show "high impedance of 9220 ohms was detected." Diagnostics were performed on (B)(6) 2010, which resulted in high lead impedance. The pt was referred for lead revision at that time. During revision surgery, it was noted that the pt was stated to be a twiddler and the leads were observed to be "kinked" due to manipulation. Good faith attempts to obtain the explanted pulse generator and leads have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury. Pt manipulation is believed to be the likely cause at this time.